Event description:
Hcp reports pt presented in 2006 with signs of infection including erosion at connector site. Perioperative antibiotics were administered and the pt does not have meningitis. The site of the infection was reported at the device pocket and the lumbar region. Results of cultures obtained from both locations show coagulase negative staph, and coryneform organism was also noted in small numbers. Both IV and oral antibiotics were administratered and the device was explanted in 2006. The product has not been returned to the MFR for analysis. Hcp reports pt history and pt risk factors before implantation of the device as debilitated status and malnutrition or pt extremely thin. The infection has reportedly resolved.